Event description:
Device malfunction: balloon rupture. Time of malfunction: during use. Symptoms/ae: none. It was reported that during use of a fox cross balloon, in an unspecified calcified target lesion, there was increased resistance felt after the initial inflation and the balloon ruptured above the rated burst pressure (rbp). It is unk if the balloon was removed intact; however, reportedly, there was no adverse pt sequela reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). The lot number was not provided; therefore, a device history record review could not be performed. A follow-up report will be submitted with all add'l relevant info.